Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6 fr angio-seal vip device was returned to terumo medical corporation. The returned sample included the carrier tube, hemostasis sheath, and header bag. The device was visually inspected and found to have been in used condition. The carrier tube and hemostasis sheath were returned separated with the anchor stuck within the hemostasis sheath. The carrier tube was fully rear locked. No damage or issues were identified. Functional testing was performed by attempting to connect the carrier tube latches with the hemostasis sheath. The device was able to be fully connected, and no issue was identified with device function. The complaint was confirmed for a potential connection issue. The exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted, d6b: explanted date: device was not explanted, e3: occupation: radiology assistant. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that after removing the introducer and making sure the angio-seal sheath was within the vessel, the doctor tried to lock the plug however it did not lock from both sides. He then tried to pull however, one side had locked, and he tried pushing but the other side did not go all the way in and did not click. As time was passing, he tried pushing once more before pulling the plug. The device failed and the plug got pulled back, so it deployed under the skin. There was no patient injury.